Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the metal fasteners on the infusion pump batteries had broken. The status of the product at the time of event was during infusion. There was no patient harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported conditions. Additionally the remote dose cord connector was determined to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device's damaged components were replaced and the device passed all testing.